Event description:
Consumer alleges her invacare hydraulic lift will loose pressure in the hydraulic pump after 2-3 lifts. She did not have the model number or serial number but did state the invacare logo was on the lift.